Event description:
Reporter indicated that vns pt had developed cellulitis at the generator site post-implant. Further follow-up revealed that the implant site became as large as a softball approximately one week post-implant. The pt went to the hosp emergency room and was admitted for IV antibiotic treatment. The pt was seen by infectious disease physician who order continuation of IV antibiotic therapy at home via PICC line. The infection has reportedly resolved.